Event description:
It was reported that this implantable pacemaker recorded a ventricular tachycardia (vt) episode and the atrial intrinsic amplitude was out of range at 0.3mv (millivolts). The stored electrograms (egms) show rapidly conducted atrial arrhythmia with atrial undersensing resulting in incorrect detection of vt and occasional undersensing of atrial signals observed during atrial arrhythmia with unnecessary atrial pacing. Further review was recommended. No further assistance was requested at this time. The device remains in service. No adverse patient effects were reported.